Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and a gap greater than 10mm. Two triclips were inserted and deployed on the tricuspid valve, reducing tr to a grade of 3. On (B)(6) 2025, the patient returned to the hospital with dyspnea. A transesophageal echocardiogram (tee) was performed and revealed that one of the triclips had detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 5.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided and per the physician, the reported single leaflet device attachment resulting in tricuspid valve insufficiency/regurgitation and subsequent dyspnea is related to patient conditions (> 10 mm gap). Tricuspid regurgitation and dyspnea are known possible complications associated with triclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.